Event description:
Reportedly, this device was explanted at implant due to a centrally located jet with a reported size of 2cm square. Customer reported observation of said regurgitation by transesophageal echocardiography.

Manufacturer narrative:
Device not returned.